Event description:
On (B)(6) 2012, nurse from the hospital reported that pt's infusion device displayed an e6 (mechanical error) message when she arrived at the hospital. Nurse stated they attempted to troubleshoot the error message on their own to clear the e6, but do not see insulin coming out of the infusion set tubing when priming. Assisted nurse with clearing e6 error message and with priming the infusion set tubing; pt finally able to see insulin dripping from tubing. Pt did not reconnect to the infusion device at this time, but did place the device in run mode; e6 is no longer displayed. Nurse reported pt was having issues with the infusion device prior to hospitalization and e6 issues. Nurse stated pt was admitted with dka. Pt reported she was having concerns with elevated blood glucose levels a few days ago and then received the e6 (mechanical error) message on the infusion device. Pt stated the device displayed the e6 when she was admitted because she was unable to clear it on her own. Pt reported she tried changing the insulin cartridge and the infusion set but her blood glucose level remained around 600 mg/dl and then she received the e6. Pt stated she attempted to and did switch to the backup infusion device but her blood glucose level was too high to control at that point so she went to the hospital. Pt reported she tried to treat the elevated levels by giving injection and got them down to around 300 mg/dl at one time, but it went back up again. Pt's target blood glucose range is 100-200 mg/dl. Pt stated she was admitted to the hospital yesterday and was given IV insulin. She reported it took all night to bring her blood glucose level down and it has currently returned to normal. Pt stated there were no other error messages or issues with the infusion device. Pt plans to meet with the doctor today before going back on the infusion device. No product return was requested.